Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had no clipping due to a broken jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of no clipping/jaws broken. The large hem-o-lok clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip-clip test was performed and failed multiple times. The clip was unable to clip onto the tubing during in-house testing. Also, the instrument was found to have a broken input disk; hairline cracks were found on grip input shafts. This secondary failure is related to the primary issue reported by the customer. Failure analysis noted the input disk # 7 was broken into pieces inside of the housing, which resulted in a failed clip test.